Event description:
It was reported that the stent could not be seen under fluoroscopy and deployment issue occurred. The target lesion was located in the left iliac vein. A 16x60/9fr 75cm wallstent® endoprosthesis stent was advanced to the lesion but the stent could not be seen under fluoroscopy. The device was taken out from the patient and the physician continued to move the catheter back but the stent "popped" out. While outside the body, the stent was deployed more. The procedure was completed using another of the same device. No patient complications were reported and there was no incident with the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).